Event description:
New information received indicates that the problem with the previous interrogation was due to the programmer not being up to date. A different programmer was used and the device was able to be interrogated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed on the programmer screen during a device check. The device was then interrogated with another programmer running a different software and there was an unrecoverable error displayed. Further review was recommended.